Event description:
3ml bd syringe (ref 309657) is frequently used to make medications in the pediatric pharmacy IV room. In this instance, the syringe had an almost paper-like thin substance inside the supposed sterile syringe packaging. Manufacturer response for 3ml syringe, (brand not provided) (per site reporter). Emailed vendor rep [redacted].